Event description:
Additional information was received from the patient. It was reported that the patient said they were operated on (B)(6) to put the new battery in. Their rep met them there. They said they would call them on monday march 9th. They called and explained how to use the stimulator they need more instructing but they took what they got. That night, they tried to go to bed and they guess they set it too high. When they laid down, it sent shocks everywhere. They called the rep because they managed to delete the app for mystim rc. They tried to help, but it was too late, they turned it off. The next day they called the service number and got the app back on. They called the rep and they turned it down. They can't tell if its helping when they are walking. Their back hurts so much. They think they need further instructions. The issue has not been resolved yet, but they have an appt and their rep will be there.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were trying to adjust their settings and patient didn't feel the stimulation when walking around then laying down was much stronger so they wanted to turn the stimulation down. The issue began last evening. Patient stated they took a shower and their husband was helping them get the thing arranged and they laid down and they said the stimulation was too strong. Patient mentioned as soon as they lied down they were sent shocks inside of them and all of every direction. Patient accidentally removed the mystim rc from their home screen. During the call agent walked patient through getting the mystim rc back on their home screen. Patient was able to connect to their therapy screen and agent walked patient through turning down stimulation. Patient was on group a program 1 and stimulation was at 4.0. Agent redirected patient to their healthcare provider (hcp) if the issue persisted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.